Manufacturer narrative:
Patient medications include tamsulosin, atorvastatin, diltiazem, stiolto respimat, osteo bi flex, and a multivitamin. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use states ¿adverse events that may occur and / or require intervention include, but are not limited to, aneurysm enlargement."

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On or around (B)(6) 2021, a follow-up computed tomography scan reportedly identified aneurysmal disease progression distal to the contralateral limb and into the internal iliac artery on the left side. On (B)(6) 2021, the patient underwent a re-intervention procedure whereby a gore® excluder® iliac branch endoprosthesis and a gore® viabahn® vbx balloon expandable endoprosthesis were implanted as treatment. The patient tolerated the procedure.